Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: after skeletonizing the cystic duct, she wanted to clip the cystic duct, but the clip applier did not come out at first. After a few actuations the clip loaded into the jaws, but once it was loaded into the jaw it closed too quickly and then couldn't clip the duct. She then tried to actuate and fire again, and it kept on struggling to come out and the handle got stuck every time without producing a clip. It eventually produced a clip again and she could finish the procedure but asked that I report it because of the continuous struggle. She used the gun the proper way, squeezing plastic to plastic. Only a grasper was used in conjunction with the clip applier intervention: could finish with the same clip applier after the struggle to get the clips out. Patient status: no patient injury reported.